Event description:
During a follow up, power on reset to back up vvi (bvvi) was observed on the device. Technical support was contacted who recommended explant. No intervention has been performed. The patient was stable.